Event description:
It was reported that the customer states pw200 from so# 1341224 is not working. The system was ts'd with and with out a flex but the background noise was so loud the agent was unable to determine if the system was starting and stopping like the customer was saying. The customer complained that the system suctioned intermittently. A replacement kit was offered and the protocol of why the kit needed to be replaced first was explained. The caller would not accept the kit and states that she was just going to return the used pw200 for a refund because she did not have the time to wait for the kit. Let her know that if the kit did not resolve the suction issue, a replacement would be shipped to her. Requested to speak with a supervisor. Sent email sent to supervisor. Used with male wicks. No additional information provided. Troubleshooting did not resolved the issue. (Prepping and placement tips shared) per follow up information received 21jan2026, it was reported no client info of that nature. They had just issue with the system not suctioning. No medical intervention was required. They were hoping they should replace it with this unfortunate issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.